Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anaesthesia on (B)(6) 2018 to replace abutment..